Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to charge the device using their tandem issued charging cable. There was no reported impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer to address the issue.